Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male was implanted with an impella cp device for mechanical circulatory support. During support there were suction alarms making it impossible to increase flows. No further information provided as to the treatment for the reported event. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The patient's peri-procedural condition was critical.